Event description:
This lead was implanted on (B)(6) 2003 and remains implanted. It was reported to technical services on (B)(6) 2012 that this lead has impedances spikes. Normally around 400 ohms but would spike up to 1050 ohms. Also had some smaller spikes, but spikes only happens every 3 months. Threshold fine. No noise with isometrics. Sensing good and stable 7.4mv. Impedances with isometrics were stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).